Event description:
Sales email reports: at 8:00 a.m. On (B)(6), in the (B)(6) hospital, since the patient was undergoing insulin injection treatment for the first time and could not inject by self due to physical reasons, the patient was injected by accompanying family member. When the ward nurse was instructing the family member to learn the injection of insulin in the patient's right arm for the first time, the family member was highly nervous and pressed hard, and the hand holding the insulin pen accidentally slipped and lost its vertical direction. There was bleeding when it was pulled out, and the cannula broke into the right arm. Then the nurse pressed the arm and did not find the cannula. The bedside b-ultrasound scan also did not find the cannula. Later, the x-ray scan showed a broken cannula in the right arm. After locating the broken cannula, the orthopedic surgery was performed but no needle was found. Later, another CT scan was performed but no cannula was found. After the incident, the customer did not contact the manufacturer's representative, and the hospital handled it on its own and informed the manufacturer on september 8, 2024.

Manufacturer narrative:
Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.